Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were ¿peeing and pooping all the time.¿ the patient stated they noticed this after falling in (B)(6) 2018. While on the call, the patient synced with the programmer, which showed that stimulation was on. The patient stated they have increased settings and that did not seem to help. The patient stated their fall was related to this issue. They reported falling in (B)(6) and broke their hip and had a concussion (the fall, the broken hip and the concussion were not related to the device/therapy). Since the fall they had been peeing and pooping. The patient was redirected to follow up with their health care physician (hcp) to check the implant. There were no further complications reported.